Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the routine device replacement procedure for normal battery depletion, the right atrial (ra) lead was stuck in the header. While attempting to remove the ra lead, the lead pulled away from the terminal pin. As a result, the ra lead was surgically abandoned and replaced. No adverse patient effects were reported.